Event description:
It was reported the customer was hospitalized for having low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 30 mg/dl. The customer reported that they were vomiting and feeling incoherent prior to being hospitalized. The customer also stated they had been manually treating their blood glucose and may have over corrected for their blood glucose. Customer stated they had been off insulin pump therapy as their mio infusion sets were not sticking. The customer also reported a no delivery alarm that had occurred. The customer's blood glucose was 284 mg/dl at the time of the call. Customer also stated their blood glucose was rising toward 400 mg/dl. The customer stated they would change their infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-53083.